Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: return to manufacturer: 6/10/2021 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut, which is consistent with a lens that was handled during removal. Haptic damage (bent) was also observed but can be attributed to handling and cannot be confirmed to be related to manufacturing. The complaint issue was confirmed; however, this can be attributed to handling and cannot be confirmed to be related to manufacturing, and therefore no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Hence, not explanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a z9002 intraocular lens when trying to move into position the bottom haptic was bent and would not slide into place. The doctor mentioned it looked good but then could see a slight bend on the bottom haptic. The lens loaded and inserted fine but under the microscope he could see it was bent. It was a silver series cartridge that was used. Then another lens same model was used and it went in fine. There was patient contact. No adverse effect, injury or surgical intervention was required. No other information was provided.